Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed and could not be reproduced. One 19g x 1" powerloc infusion set was returned for evaluation. The sample did not show signs of damage to the luers or tubing and was within specification of all parts. The sample was pressurized and a leak was not observed. Due to the complaint being unable to be reproduced, this complaint is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that they disconnect, and nurse noticed large amount of white powder in the main line tubing end of the port where the cap connects to the tubing. The connector cap is micro clave cleara neutral connector by ICU medical. Port infusion set, patient received entire 5 fu , came into clinic on (B)(6) 2023 for disconnect and nurse noticed large amount of white powder.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that they disconnect, and nurse noticed large amount of white powder in the main line tubing end of the port where the cap connects to the tubing. The connector cap is micro clave cleara neutral connector by ICU medical. Port infusion set, patient received entire 5 fu , came into clinic on (B)(6) 2023 for disconnect and nurse noticed large amount of white powder.